Manufacturer narrative:
Batch records for final product manufacture and qc record for cov1120162 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. Test results from retained samples for cov1120162 meet the qc criterion. The issue was not found in the retained cassettes. The complaint is not verified.

Event description:
False positive result(s). User reported receiving 3 positive results with flowflex, but then they got negative results with pcr and competitor antigen test.